Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that the machine went down again. The patient had trouble with it twice and it was noted that a manufacturer representative (rep) said that if it happened again, they would need to get a new one. The machine was completely off, and was down for 3 days. The recharger screen was not blank, but was showing a problem with it, possibly poor communication. The caller did not want to check the ins status with the programmer. The ins battery was fine. It was noted that if the patient hit it 3-4 times, it did this and they had the same problem each time. It was noted that it was a flaw with the recharger and needed to be replaced. The caller just wanted to speak with the rep. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient was having trouble getting their device to work. The patient rebooted and it still is not working properly. No further complications were reported or anticipated.